Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4) - (no consequences or impact to patient). (B)(4) - (fire). (B)(4) - (smoking) (B)(4).

Manufacturer narrative:
Field service resolved the leak in the external waste pump by replacing the waste pump fittings and cleaning and reconnecting the external waste pump. Field service also advised the customer that the waste pump should always be turned on. It is not clear as to why the pump was turned off. Field service addressed the burnt cable by replacing the pins of the cable connector. Field service turned on the power and the system went to ready and processing. A review of trending for the architect i2000sr and the external waste pump and a search for similar complaints did not identify a product issue or an adverse trend related to the issue in this complaint. The architect i2000sr is certified to the appropriate (B)(4) safety standards that apply to electrical equipment for measurement, control, and laboratory use. The architect system operations manual provides adequate instructions regarding electrical specifications and requirements, electrical hazards, emergency shutdown procedures, and elements of electrical safety for the i2000sr and the external waste pump. The architect system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. The evaluation did not identify a deficiency of the architect system.

Event description:
The customer stated that there was a liquid leak in the architect (B)(4) external waste pump. While cleaning up the liquid, the customer saw smoke and fire in the cable connection that connects the architect analyzer with the uninterrupted power supply (ups) cables. The liquid waste pump was inspected and it was discovered that it had been turned off by the customer. The customer was informed that the waste pump must always be turned on. No injury from the smoke and fire was reported.